Event description:
It was reported the pt developed an area of redness around the neurostimulator site. The area had the appearance of erythematous. A consultant was concerned that an infection may be present. The neurostimulator was explanted. Culture swabs were obtained; the swabs were sent for culture and sensitivity. It was reported the end of the implanted surgical lead was cut off approx 5mm from the lead socket and remained in the neurostimulator. It is unclear whether the rest of the lead was explanted. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The neurostimulator and leads were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.